Manufacturer narrative:
Additional information - section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6) to (B)(6) investigation findings code 4247 (appropriate term/code not available) was selected, as the root cause of the issue was attributed to the change in the apple nfc interface used by freesyle librelink, and not due to any defect with the freesyle librelink application itself. Adc product quality engineering (pqe) investigated this complaint in which the user reported issues with sensor scan performance after updating the freestyle librelink (fsll) ios application to version 2.5.1, which released on 08 sep 2020. Users reported an increase in scan errors or found that the mobile device did not respond to the sensor during a scan. Users also reported that the check glucose button was frozen or became unresponsive. Adc research & development performed an investigation of near field communication (nfc) issues related to the ios 2.5.1 application and found that nfc scanning using the apple open corenfc interface (used in version 2.5.1) took twice as long on average, compared to a proprietary apple nfc interface used in previous versions of fsll. As a result, nfc scan functionality in fsll showed reduced performance. As the root cause of the issue was attributed to the change in the apple nfc interface, and not due to any defect with the fsll application itself, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to scan the adc freestyle libre sensor using librelibnk ios. Consequently, the customer experienced a loss of consciousness and was unable to self-treat. The customer was treatment with sugar by a third-party and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported being unable to scan the adc freestyle libre sensor using librelibnk ios. Consequently, the customer experienced a loss of consciousness and was unable to self-treat. The customer was treatment with sugar by a third-party and no further information was provided. There was no report of death or permanent injury associated with this event.